Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 41-year-old caucasian female patient underwent a breast reconstruction surgery with a 650cc mentor memorygel breast implant. Post-operatively, the patient experienced pain of the left breast when taking deep breaths. The patient has consulted with a medical professional. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On november 23, 2022, the product was returned to mentor for evaluation. On december 01, 2022, mentor received additional information. The patient's age has been updated to 49. The date of event has been updated to september 19, 2022. The patient was replaced with a 650cc mentor memorygel breast implant. Mentor became aware that the patient experienced bilateral capsular contracture of an unknown baker grade as well as a rupture of the right implant. As such, capsular contracture has been added to this file and a new report has been generated to document the adverse event of the patient's right prosthesis. Refer to manufacturing report number 1645337-2022-15097 for the contralateral event. Mentor became aware that a duplicate complaint file was generated for this patient's adverse event. It was determined that (B)(4) corresponds to mwr-20092022-0001261846. Further reporting will take place in this file. On december 14, 2022, mentor completed a visual inspection of the returned device. Visual analysis of the returned sample determined that the breast implant was found to have two (2) ruptures in the anterior view, measuring approximately 1.8 cm and 2.4 cm, respectively. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On november 02, 2022, mentor received additional information. Mentor became aware that the patient underwent removal on (B)(6) 2022. As such, device explantation and device not returned have been added. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: breast pain. Manufacturer¿s reference number: (B)(4).